Event description:
Data provided through anonomised clinical trial. "Initially reported as ae on (B)(6) 2023 - upgraded to sae at sponsor request. Patient attended ambulatory care unit on (B)(6) 2022 with right leg erethema that had moved from the midpoint of her anterior lower leg to just below the knee. She presented with pain on the site and increase swelling to the right leg and pitting oedema. Patient had blood tests and uss. D-dimer was 678. Uss confirmed dvt to right leg. Patient was referred to haematology and prescribed rivaroxab8in 15mg bd for 3 weeks, and then 20mg od for 6 months. Patient was seen by haematology on (B)(6) 2022 and discharged from the clinic with advice."

Manufacturer narrative:
Correction: this MFR report 0002249697-2025-00849 was found to be a duplicate of MFR report 0002249697-2025-00728. All data for this patient's experience will be captured under MFR report # 0002249697-2025-00728. This MDR is being closed as a duplicate.

Event description:
Correction: this MFR report 0002249697-2025-00849 was found to be a duplicate of MFR report 0002249697-2025-00728. All data for this patient's experience will be captured under MFR report # 0002249697-2025-00728. This MDR is being closed as a duplicate.